Event description:
The patient was admitted to the emergency room due to reported uncomfortable stimulation. The patient was administered IV fluids and released. The patient has decided to explant the system.